Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. Additionally, a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit the battery longevity went from five years remaining to 1.5 years in six months. The settings had not changed in six months. Premature battery depletion was alleged. Boston scientific technical services (ts) asked the rep to obtain follow-up data and settings to see any change in measurement and settings. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device then underwent forced lead impedance testing and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. While no data was returned with the device nor were any atrial tachy response (atr) episodes noted in device memory, it was noted that devices exhibiting similar longevity fluctuation could be linked to invalid charge times during atr episodes. Based on data provided by the field it was determined that an invalid charge time likely occurred during an atr event. Invalid charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during follow-up visits and read the result as indicating beginning of life battery status. Analysis was not able to confirm the reported clinical observations of premature battery depletion, abnormal impedances, or high pacing thresholds.

Event description:
Additional information noted that a revision was planned but was not scheduled at this time.

Event description:
A review of the case by boston scientific technical services (ts) noted that the measured pace impedance values were gradually decreasing which can increase the power level of the device. Also high pacing thresholds were noted. Ts also noted that based on the magnet rate and estimation, the device should have greater than one year longevity. Ts discussed a possible lead revision. The field representative noted that the physician is considering device/lead replacement due to high threshold and significant longevity change.